Event description:
It was reported that during a lap ap procedure, the hand activation buttons stopped working - rep was present and kit had been put together properly - there was no error tone - when the min-max was depressed nothing happened - switched to foot pedal and it worked. No patient consequence.

Manufacturer narrative:
H6: cracked blade. Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."